Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Three days after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (1 gm as loading dose, route not reported), injection meropenem (1 gm, frequency and route not reported), and injection ¿smirks¿ in (100mg, once daily, route not reported). The outcome of the peritonitis was unknown. Action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was recovered from the peritonitis event (previously the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.